Event description:
The explanted lead and generator were received by the manufacturer for analysis. Analysis approved for the generator. When received, the data was downloaded from the generator and reviewed. High impedance values were observed in the data. The generator was interrogated, and system diagnostics were performed and returned results within the normal limits. The generator was able to deliver the output current as programmed over a 24-hr monitoring period. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Analysis was approved for the lead. The lead was returned in multiple pieces. Note that since the electrode portion was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Microscopy images of the negative coil show that pitting occurred at the break location. The microscopy images also suggested that a stress-induced fracture occurred in at least three strands of the coil. Abraded openings were noted on the outer and the inner silicone tubing, and dried remnants of body fluid were observed inside the tubing at these opening locations. A lead break was identified in the negative coil. The observed abraded openings on the outer and the inner silicone tubing may possibly have contributed to the painful stimulation the patient experienced. No other anomalies were identified in the returned lead portions. No additional relevant information has been received to date.

Event description:
A nurse practitioner reported to a company representative that she observed an impedance value around 7000 ohms on the patient's device, indicative of high impedance. Since the patient was receiving good seizure control with vns, the nurse wanted to keep stimulation enabled, so the vns output current was programmed to 1ma for the patient's device; however, shortly after the settings adjustment, the patient experienced painful stimulation in her neck. Stimulation was reduced to 0.75ma, and the patient was referred for surgery. X-ray images were provided to the manufacturer for review, but due to the quality of the images, a cause of the high impedance could not be determined. Proper pin insertion or integrity of the lead body could not be evaluated with the provided images. The patient underwent lead and generator replacement surgery due to the high impedance. The surgeon did not visually observe any problems with the lead or with the insertion of the lead pin into the generator. The existing generator was explanted and replaced with a new generator, and high impedance was observed multiple times on the system. The surgeon verified that the lead pin of the existing lead had been fully inserted into the new generator. The existing lead was then replaced with a new lead, and diagnostics were within the normal limits. The explanted lead and generator have not been received by the manufacturer for analysis to date. No additional relevant information has been received to date.